Event description:
A caller reported a battery/power issue with the adc device. The customer stated the reader would not power on and therefore was unable to obtain readings. The customer experienced diarrhea and required treatment of a glucagon injection administered by hcp. The customer was also prescribed actos (anti-diabetes medication). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with button press, therefore this issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.